Event description:
It was reported to sunrise medical on (B)(6) 2013 that an end user sustained injury while using a guardian (B)(4) rollator. It was alleged that the front right wheel assembly came apart, screw unbolted out of the frame, and that the end user ultimately fell over it. The end user did seek medical attention and it was found that he broke a few ribs.

Manufacturer narrative:
(B)(4) 2013; we received 1 ea (B)(4) rollator, lot number 08100007 in very worn condition. Rust was observed in several places around the sample. There was also several scratches and scrapes showing. The left brake functioned properly when tested but the right brake was out of adjustment and the brake lever barely made contact with the wheel tread. There was rust that covered the bolts on both brake assemblies. The wheel trends were all very worn. Marks on the handles suggested that they were used at the highest height setting. Damage was observed near the right push handle on the hex end that the adjustment knob screws into. The customer complaint was confirmed. The right front caster fork assembly had broken in three different places around the bearing that allows it to rotate. This could be due to excessive wear and tear. The bolt that sits in the frame was rusty and bent. The bolt was also observed stripped. Photos of the rollator are attached to the MDR. This investigation is close. No follow ups will be filed for this incident.